Manufacturer narrative:
A ge service representative performed an on-site investigation. The reported issue could not be duplicated. On-site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.